Event description:
Report received of a non-delivery of integrilin with no pump alarm. The pump was programmed in the cardiac catheterization lab at 1:00pm in 2001 to deliver integrilin at 17ml/hour. The pt was transferred to the coronary care unit at 4:00pm. According to the customer contact, at 7:30am the next day, blood was noted in the pt's IV line. The nurse attempted to flush the line and was unsuccessful, as the line was clotted off. It was noted at this time, that the original container of integrilin that was hung at 1:pm the day before was still full. The pump was incrementing as though fluid was being delivered, but no fluid was delivered to the pt. There was no pump alarm. There was no reported adverse effect to the pt. No medical interventions were required. Though requested, there was no further info available.